Event description:
Seven-year-old type 1 diabetic wears dexcom g7. Insertion date (B)(6) 2024 and on (B)(6) 2024, the device receiver read "sensor issue" for 3 hours. Wearable g7 was replaced with a new unit.